Event description:
Procedure: revision right total hip replacement performed on (B)(6) 2014, patient had right total hip replacement on (B)(6) 2005 with a corail stem and pinnacle cup with metal on metal bearings (head and liner). Patient has since been experiencing pain in her groin, radiating down to her thigh. On revision, findings were as surgeon expected with black tissue in the joint. Acetabular cup remained well fixed. Head and liner removed and a 36mm +4lateral polyethylene liner and 36mm +1.5 revision sleeved ceramic head placed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds other reported incidents against the provided product and lot combinations. Per procedure, the femoral head and metal insert are exempt from DHR review. However, the customer has requested the review of device history records and no related manufacturing deviations or anomalies that been found that would have contributed to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.